Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that many parts of the stimulator were replaced since the patient's stimulator was almost 3 years old. The patient was advised to contact their pain management representative. The patient reported their ins was still slanted and they were told by a manufacturing representative that only surgery to move the ins would help. The manufacturing representative located the exact spot that worked for coupling and it worked better.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient was getting poor coupling while recharging and because of the length of time it takes to charge the insr was overheating. The patient stated that the ins would not fully charge but that it was able to fully charge before getting their old recharging equipment replaced. Antenna locate values were measured at 34-40 no matter where she positioned it. The patient noted that their ins was slanted and that they have had coupling issues since implant/never gets the full 8 when charging. It was also reported that the patient programmer cuts off the stimulation and 'wont get power from inside her' and that the patient has to manually turn stim back on using the programmer. It was suspected that the patient was accidentally turning off stim while checking settings by pushing the top 2 buttons on the left hand side before synching. A new insr/antenna were sent to the patient who was advised to follow-up with their hcp if the issue did not resolve.